Manufacturer narrative:
(B)(4) follow up for device evaluation one sample and four photos of a 5 ml luer lok syringe, part number 309646, batch 5363819, were received and evaluated. The sample was received in a sealed package with all applicable product information on the top web and exhibited multiple brownish yellow discoloration marks embedded within the barrel in a non fluid path area. The photos included images of the top web slip with product information and close up views of the syringe within the package, all of which confirmed the observed discoloration. The condition is considered non conforming to product specifications, and the potential root cause of the embedded foreign matter is associated with the molding process. Furthermore, a device history record review was completed for provided lot number 5363819. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. Verbatim: rcc received a complaint via email. Our monroe team found dirty flakes inside a 5 ml syringe #309646 lot #5363819. I have the sample at my desk to return we have gone through our remaining stock and haven't not found any other examples. 17 feb 2026: date of incident.